Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and presented to the emergency room, which found the right ventricular (rv) lead defibrillation coil impedance was high. The patient was seen by their physician and the physician noted the patient would be monitored closely every two weeks and the alert was reset. The patient noted the alert triggered again following the visit with the physician. At this time, the rv lead remains in use and the patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.